Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (to remove the essure implant.). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, pelvic pain and vaginal haemorrhage to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tubes perforation"), menorrhagia ("menorrhagia") and pelvic pain ("pelvic pain / pain") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included ovarian cyst. On (B)(6)2009, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6)2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), vaginal haemorrhage ("heavy vaginal bleeding"), female sexual dysfunction ("apareunia") and dysgeusia ("metal taste"). In 2009, the patient experienced allergy to metals ("allergic or hypersensitivity reaction."), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), fatigue ("fatigue"), alopecia ("hair loss"), urinary tract infection ("urinary tract infection"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and weight increased ("weight gain"). In 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower. On an unknown date, the patient experienced abdominal pain ("abdominal pain") and dysmenorrhoea ("painful menstrual cycles"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy ¿ laparoscopic assisted vaginal), surgery (in 2010 underwent ablation) and surgery (to remove the essure implant.). Essure was removed on (B)(6)2014. At the time of the report, the fallopian tube perforation, menorrhagia, abdominal pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache and nausea outcome was unknown, the pelvic pain, allergy to metals, fatigue, alopecia, urinary tract infection and dysgeusia had resolved and the weight increased was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, bladder disorder, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: left fallopian tube, four coils of the micro-insert trailing into the uterine cavity. Right fallopian tube, three coils of the micro-inset trailing into the uterine cavity. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event : dyspareunia, abdominal pain lower. Most recent follow-up information incorporated above includes: on (B)(6)2018: previously reported event "allergic or hypersensitivity reaction" pt updated to "allergy to metals", event "weight gain " outcome updated to "recovering / resolving" from pfs. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tubes perforation"), pelvic pain ("pelvic pain / pain") and menorrhagia ("menorrhagia") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included ovarian cyst. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("heavy vaginal bleeding"), menorrhagia (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic or hypersensitivity reaction."), female sexual dysfunction ("apareunia"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), fatigue ("fatigue"), alopecia ("hair loss"), urinary tract infection ("urinary tract infection"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), weight increased ("weight gain") and dysgeusia ("metal taste"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy ¿ laparoscopic assisted vaginal), surgery (to remove the essure implant.) And surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, abdominal pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, hypersensitivity, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, nausea and weight increased outcome was unknown and the pelvic pain, fatigue, alopecia, urinary tract infection and dysgeusia had resolved. The reporter considered abdominal pain, alopecia, bladder disorder, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: left fallopian tube, four coils of the micro-insert trailing into the uterine cavity. Right fallopian tube, three coils of the micro-inset trailing into the uterine cavity. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event : dyspareunia, abdominal pain lower. Most recent follow-up information incorporated above includes: on 4-apr-2018: pfs +mr received, reporter added, concomitant drug added, events added as:- urinary tract infection, migraine, headache, nausea, fallopian tube perforation, weight increased, abdominal pain lower, dysgeusia. On 4-apr-2018: fu1+fu2 processed together. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.